Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7250232, medical device expiration date: 08/31/2022, device manufacture date: 09/07/2017. Medical device lot #: 7313815, medical device expiration date: 10/31/2022, device manufacture date: 10/31/2022." (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 lots of bd discardit¿ ii syringe 20 ml in bulk the "syringe tip broke during insertion into the foley sonde".

Manufacturer narrative:
Investigation summary: DHR: 7250232: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were assembled in machine nº4252, nº4251, in lot #7258084 (september 18th ¿ 25th, 2017). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #7258044, #7237225, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #7258045, #7251469, #7244053, and no problems, defects or qn related to the reported issue were found. 7313815: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were assembled in machine nº4252, nº4251, nº4204, and nº4208, in lot #7310547 (november 6th ¿ 13th, 2017). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #7311695, #7296624, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #7311699, #7296630, and no problems, defects or qn related to the reported issue were found. No sample or picture available for evaluation. Bd could not confirm the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. Not able to confirm the reported issue. Possible cracked due to strong conditions during use of the product.

Event description:
It was reported that 2 lots of bd discardit¿ ii syringe 20 ml in bulk the "syringe tip broke during insertion into the foley sonde."